Manufacturer narrative:
The returned device was evaluated and the investigation of the returned device found an internal leak. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and fluid was observed leaking from a hole in the unexposed portion of the soft cannula. This leak caused fluid to accumulate in the device and resulted in the observed corrosion. The damage to the unexposed portion of the soft cannula prevented accurate leak testing which resulted in the inability to test the exposed portion of the cannula for leaks to confirm the reported event.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 396 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient administered a manual injection of insulin and applied a new pod.